Event description:
The 0730 case , myosure hysteroscopy performed. When using hologic myosure light tissue removal device malfunctioned. When the unit was plugged in there appeared to be no problems. When the provider activated the device the fluent machine read a message of torque too high-lower cavity pressure. The provider had not applied any pressure. Intra-uterine cavity pressure was in normal limits per fluent machine. Handpiece was removed from patient and a new handpiece was used. No issue with new handpiece. Or lead made aware and item bagged with original packaging and placed into a red biohazard bag. Device given to com. Per provider no adverse effects occurred to patient as device did not activate and a second unit was readily available.